Event description:
Fibers detached and stayed inside vagina [foreign body in reproductive tract]. Uncomfortable, vagina [vulvovaginal discomfort]. Tampon unravels, fibers detached [device breakage]. Case narrative: consumer reported via ratings and reviews that the tampon unravels and fibers detach. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.